Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking during surgery. A new valve was used to complete the surgery and the patient's current status is normal.

Manufacturer narrative:
Proteinaceous debris was observed on the exterior and in the interior of the returned valve. The valve did not meet requirements for the leakage test. Large tears were observed on siphon control device¿s top and bottom membrane, as well as on the outer casing. It is unknown how or when the damage occurred. The damage precluded the patency, siphon, reflux, pressure-flow, and preimplantation tests. A review of the manufacturing records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture. The instructions for use that accompanies the device states that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. (B)(4).